Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
(B)(4). Event desc: proglide failed. Was unable to pass wires, jammed. Failure not documented in surgeon's note or ehr. What was the original intended procedure? Aortic aneurysm or dissection, endovascular repair of infrarenal using modular bifurcated prosthesis. Aorta, introduction of catheter device usage problem: device malfunction - that is , the device did not do what it was supposed to do.